Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 22-feb-2023. H6. Investigation summary: eighty three sealed 31g x 8mm pen needle samples were returned from lot. No. 2172159, cat. No. 320524. Visual examination and a functionality test was carried out on thirty samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not fit onto the pen during use. The following information was provided by the initial reporter: "claimed incompatibility with the pen. Needle does not fit."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not fit onto the pen during use. The following information was provided by the initial reporter: "claimed incompatibility with the pen. Needle does not fit."